Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not sure if the basal delivery rates used for the tandem pump were correct as the non-tandem pump that was being used had a different rate to maintain the blood glucose level. Although requested, additional information via t:connect data was not provided to confirm if the pump was operating as intended. The customer's blood glucose level was not impacted.